Event description:
It was reported that the guidewire on the lead kit was sticking out and the paper packaging was unsealed. It was noted it did not appear it was punctured or stabbed through. It was noted that about 2 centimeters or 2 inches were unsealed. Additional information received reported that the package was not sealed, so it was not used.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report; a supplemental report will be submitted when results are available.